Event description:
It was reported that the patient's device was explanted due to asystole issues that will require implant of a pacemaker. It was reported that the asystole issues started earlier in the year. It was reported that the surgeon does not think that the issues are related to vns therapy, but that the patient's mother was insistent on having the vns system explanted because of "stuff she read online". It is unknown if any troubleshooting or holter-monitoring has been performed to confirm that the asystole was not related to vns therapy. Attempts for additional information from the treating neurologist will be made; however, no additional information has been received to date. The generator and lead were received for analysis on (B)(6) 2013. Analysis of the generator was completed on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead is underway, but has not been completed to date.

Event description:
Additional information was received stating that the patient experienced another cardiac event; however, vns was not implanted at the time. The patient had presented with asystole on (B)(6) 2013. The patient did not present with any symptoms suggesting an arrhythmia. The patient did not have any triggers or medication changes prior to the arrhythmia but experienced status epilepticus prior to the arrhythmia.

Event description:
Lead analysis was approved on (B)(4) 2013. The results will be reported in MFR report # 1644487-2013-03862.